Manufacturer narrative:
One 72203378 healicoil pk 4.5mm device used for treatment, was returned for evaluation. The return consisted of the inserter only. No anchor or suture was returned. There was encrusted bio-matter adhered to the inserter distal tip. Some is reddish in color. Initial evaluation was unconfirmed. Further investigation was assigned to engineering. Per engineering response: the returned device shows bio-matter adhered to the inserter distal tip. The device appears to have reddish/brown discoloration isolated only to the laser marking. The discoloration is evident on the laser mark along the shaft but is more prevalent on the laser marking on the proximal end of the tip. The discoloration appears to be corrosion but this was not confirmed. A review of information shows that the shaft component built into the upper level assembly during december 2018. A review of non-conformance and deviations conducted for this time-period found no discrepancies. There were no changes to the process during this time-period. These parts are laser marked at an outside source. They were contacted to review preventative maintenance logs, any changes to equipment or any other out of the ordinary factor. There were no findings to report. Per instructions for use the device should be inspected prior to use and should not be used if any damage is present. The source of the discoloration could not be identified. This failure will be monitored through post market surveillance trending. Per clinical: in conclusion, based on the available information and the product analysis, the root cause and the impact to the patient from the reported discoloration on the inserter instruments cannot be concluded or identified at this time. Lot and complaint reviews were completed. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during shoulder cuff repair surgery, when the anchor was implanted to patient, it was found rust at the connector of the inserter and the anchor. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.